Manufacturer narrative:
Section d9 date returned to manufacturer on nov 11, 2021. Section h2 device evaluated: yes. Device evaluation: one (1) opened patient interface (pi) was received within original packaging confirming the reported lot number. A visual inspection of the returned product revealed a fully opened pi that was resealed with scotch tape on all sides. The reported issue is not confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown/ not provided. Device evaluation: at the time of the investigation, product was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Per attached DHR summary page provided, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot #. All devices meet material, assembly, and performance specifications at the time of product release. Refer to the attached DHR summary page for additional details. Based on the information obtained, there is no indication of product malfunction or product deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints per global complaint trending. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer reported when they received patient interface (pi) package, a corner of the packaging was slightly open and they did not feel comfortable using the product. There was no patient contact reported. This report is 1 of 2 reports.